Manufacturer narrative:
Continuation of d10: product ID 30519 (unknown serial/lot); product type: 0195-heart valves; product ID 30519. Product type: 0195-heart valves; g2: citation: authors: haruhiko sugimori, et al.. Mid-term outcomes of surgical aortic valve replacement using a mosaic porcine bioprosthesis with concomitant mitral valve repair. Heart and vessels 39:252¿265 2023. Doi.org/10.1007/s00380-023-02325-x. Earliest date of publication used for date of event.  No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding mid-term outcomes of surgical aortic valve replacement using a mosaic porcine bioprosthesis with concomitant mitral valve repair. The study population included 1202 patients; all patients were implanted with a medtronic mosaic porcine bioprosthesis. Patient deaths occurred in the study population. Seven deaths were deemed valve-related. Other causes of death were: non-valve-related, cardiac related, non-cardiac-related, heart failure, arrhythmia, sudden death, other and unknown. No further details were provided on these deaths. Among all patients, adverse events included: structural valve deterioration, calcification, non-structural dysfunction, valve thromb osis, embolism, cerebral infarction, transient ischemic attack, bleeding events, arrhythmia requiring permanent pacemaker or defibrillator implant, and valve endocarditis with intervention. No further information was provided pertaining to medtronic products. Among all patients, malfunction events included: stuck leaflet, leaflet tear, suture detachment and paravalvular leak of unknown severity. No further information was provided pertaining to medtronic products.